Manufacturer narrative:
H6: method: a work order search was performed for the lens. Results:visual inspection of the returned product showed that there was no visible damage to the lens. There was debris on the returned product. A lens work order search was performed and no similar complaint was found within the work order search.

Event description:
The aa4203tf toric silicone lens was received with an unk inclusion, debris or a tear on the optic. The surgeon looked at the lens under a microscope and saw what he thought was debris, so they flushed the lens with balanced salt solution (bss), but what was on the lens wouldn't come off. This was noticed after the lens was removed from the lens tray package.